Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted, and this electrode exhibited low shock impedances out of range after the defibrillation threshold (dft) test. It was noted that the patient experienced a cardiac arrest and is on a ventilator as well as multiple drips. On top of that, the patient uses illicit drugs. The technical services (ts) stated that the number of medications that the patient is on, while being on a ventilator combined with the uses of illicit drugs user can affect the system impedance. Since the s-ICD and this electrode seem to be intact, ts recommended to hold off on dfts until the patient stabilizes. Once that is complete, dfts could be considered. This electrode remains in service. No adverse patient effects were reported.